Event description:
During treatment of a 75 y/o male pt (weight unreported), the vapor phase plus humidifier, reportedly, overheated. The transfer chamber melted. It was observed that three quadrants of the transfer chamber material "burned". The humidifier was ran dry. Reportedly, the device did not shut off when the overheating occurred; however, the internal fuse did blow. The humidifier was connected to a model 7299 puritan bennett ventilator; air mix was 30%; flow rates are unreported. An in-line thermometer was used to monitor the pt's temperature when regular ventilator checks were made. It is unreported it the pt is trached. A pulmonary specialist was consulted. There was no effect on the pt. The pt is being taken off the ventilator today 11/5/97. The hospital received on updated manual november 1995.